Manufacturer narrative:
One pump was returned in used condition. The ac adaptor was not received. Functional testing concluded that the device could not be started. A defective mainboard was identified. After the mainboard was replaced the pump passed all testing. Based on evidence, the complaint was confirmed. The root cause was not able to be conclusively identified, however it is likely that a defective ac adaptor contributed to the event.

Event description:
It was reported that a cadd®-solis hcpa pump short circuited after being plugged into the power supply. No injury was reported.